Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an umbilical hernia and a ventral hernia. It was reported that after implant, the patient experienced recurrence, extensive intra-abdominal adhesions, pain, mesh migration, and nerve damage. Post-operative patient treatment included revision surgery, repair of hernia with mesh, lysis of adhesions, removal of mesh, and bilateral nerve block.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an umbilical hernia and a ventral hernia. It was reported that after implant, the patient experienced recurrence, extensive intra-abdominal adhesions, pain, mesh migration, fibroadipose tissue with inflammation, foreign body reaction, fat necrosis, nerve damage, abdominal pain. Post-operative patient treatment included revision surgery, repair of hernia with mesh, lysis of adhesions, removal of mesh, primary fascial closure, bilateral nerve block, medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received product was removed after approximately 10 1/2 months.

Manufacturer narrative:
Additional information: b2, b5, h6 (added patient and device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an umbilical hernia and a ventral hernia. It was reported that after implant, the patient experienced defective mesh, failure of mesh, scarring, impairment, loss of enjoyment of life, mental pain, recurrence, extensive intra-abdominal adhesions, pain, mesh migration, fibroadipose tissue with inflammation, foreign body reaction, fat necrosis, nerve damage, abdominal pain. Post-operative patient treatment included revision surgery, repair of hernia with mesh, lysis of adhesions, removal of mesh, primary fascial closure, bilateral nerve block, medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a mesh repair of umbilical hernia and ventral hernia. He had revision surgery 1 year and 1 month post-operative. During the revision surgery, the patient underwent a recurrent ventral incarcerated incisional hernias x2, extensive intra-abdominal adhesions, and foreign body x2 (synthetic mesh). The patient experienced pain, adhesions, mesh migration, and hernia recurrence.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an umbilical hernia and a ventral hernia. It was reported that after implant, the patient experienced recurrence, extensive intra-abdominal adhesions, pain, mesh migration, fibroadipose tissue with inflammation, foreign body reaction, fat necrosis and nerve damage. Post-operative patient treatment included revision surgery, repair of hernia with mesh, lysis of adhesions, removal of mesh, and bilateral nerve block.